Manufacturer narrative:
Analysis of the ipg (serial # (B)(4)) found that it was functionally okay and insignificant anomalies. Analysis of the lead (lot # va080fp) found that the stim lead body was cut through/product segmented. Evaluation method codes pertain to the ipg (serial # (B)(4)) and lead (lot # va080fp). Evaluation result code pertains to the ipg (serial # (B)(4)) and lead (lot # va080fp). Evaluation result code pertains to the ipg (serial # (B)(4)). Evaluation result code pertains to the lead (lot # va080fp). Evaluation conclusion code pertains to the ipg (serial # (B)(4)) and lead (lot # va080fp).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# va080fp serial# implanted: 2013 (B)(6)explanted: 2016 (B)(6). Product type lead product ID 3037 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a return of ¿chronic severe diarrhea¿ and the ¿frequency to a point¿. Specifically, the patient noted that their implantable neurostimulator (ins) was ¿awesome¿ for the first 6 weeks but since then had the return of symptoms. The patient had the ins for frequency and for retention. The patient had tried all 4 programs of the ins therapy. The patient was scheduled to see their healthcare professional (hcp) on monday ((B)(6) 2013). A manufacturer representative (rep) reported a symptom return. The rep stated there was no environmental, external, patient factor that led or contributed to the symptom return. The rep stated that according to the patient several programs were tried for trouble shooting. The rep noted that reprogramming was done to try and resolve the issue. The issue was resolved at the time of this report. The rep reported the system was explanted on (B)(6) 2016. The rep also noted that the interstim was no longer effective; the patient went through several program changes with her implanter. The patient noted it only worked for 6 weeks.t he patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.